Manufacturer narrative:
During routine preventive maintenance (pm) testing at intuvie, the pump failed the ground resistance test, measuring 0.350 ohms. The acceptance criterion for this test is < 0.1 ohm. A review of the device¿s serial number history did not identify any similar complaints. The failure mode was confirmed during testing. The grounding pin was tightened, as the probable cause was determined to be a loose pin. Tightening the grounding pin resolved the issue, and the ground resistance test subsequently passed with a measured value of 0.087 ohms. Reference to complaint#: (B)(4).

Event description:
During routine preventive maintenance (pm) testing at intuvie, the pump failed the ground resistance test, measuring 0.350 ohms. The acceptance criterion for this test is < 0.1 ohm. A review of the device¿s serial number history did not identify any similar complaints. The failure mode was confirmed during testing. The grounding pin was tightened, as the probable cause was determined to be a loose pin. Tightening the grounding pin resolved the issue, and the ground resistance test subsequently passed with a measured value of 0.087 ohms. No patient involvement was reported.